Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the needle was missing a sleeve cover. No patient impact reported. The following information was provided by the initial reporter: "the rear end is not covered so that the needle is exposed."

Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing non-patient shield was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of missing non-patient shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing non-patient shield. Bd determined that the root cause of the indicated failure mode was attributed to insufficient blow off air at the rejected part station. As a corrective action, the air pressure was increased, and associates were reminded to replace the air filters during preventative maintenance.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the needle was missing a sleeve cover. No patient impact reported. The following information was provided by the initial reporter: "the rear end is not covered so that the needle is exposed."